Event description:
The pt received emergency room treatment for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. A review of the pump settings revealed that the pump time was set incorrectly with am and pm reversed, and therefore, the pt was not receiving the correct insulin dosages. The pt has reset the pump clock and has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.